Event description:
The customer reported that during a patient event, their device would not recognize the patient with both the ECG leads and the defibrillation therapy electrodes and would show only dashed lines. The patient was found to be in cardiac arrest and was last seen approximately 1.5 hours prior to being found. Once the event was called in, the local police arrived on scene in approximately three (3) minutes and connected their AED which gave a ¿no shock advised¿ decision. A short time later, the local ems arrived on scene and connected their defibrillator/monitor with the same defibrillation electrodes from the AED and the device showed only dashed lines. The customer then attempted to connect the ECG leads to the patient and again received dashed lines. Approximately a minute following the reported failure, another backup defibrillator/monitor arrived and the same defibrillation electrodes were connected and the device showed an asystole rhythm. The patient did not survive the reported event. The customer (ems captain) indicated that the reported device failure did not contribute to the death of the patient because the patient had been down for at least 1.5 hours and due to the condition the patient was found in.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported device issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.